Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "cpc connector broke during set up" (break). The nurse reported the vitrectomy cpc connector broke during set up. The system was switched out to proceed with surgery. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the cpc connector. The cpc connector was disposed of. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. (B)(4).